Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was removed and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: 407645 lead, implanted: on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.